Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of ¿high¿ on the meter (>600 mg/dl) since the prior day and was 500 mg/dl at the time of the call to animas. The reporter stated the patient did not have any symptoms suggestive of hyperglycemia. The reporter stated the patient was treated with a bolus injection of insulin and the bg lowered. During troubleshooting of the pump by customer support there were no associated alarms in the pump history. The reporter confirmed the bolus history was correct with the exception of a 4 unit bolus dated (B)(6) 2013. The reporter stated that more than 4 units were delivered to the patient for this bolus. The basal settings and basal total daily dose history were correct until (B)(6) 2013 when the pump showed only 2.123 units from the basal was delivered and on 09/22/2013 only 13.019 units of the basal was delivered with no suspension or temporary basal setting used. The prime history showed the tubing had not been primed on (B)(6) 2013 at the time of the site change. However, the patient confirmed at the time of the call that the tubing was primed and drops were seen coming out of the end of the tubing. The patient discontinued insulin pump therapy to begin on an alternate method of insulin delivery. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/11/2014 with the following findings: during investigation, a review of the alarm history showed only typical usage. The total daily dose records for (B)(6) 2013 appeared to be inaccurate due to a manual date change from (B)(6) 2013 to (B)(6) 2013. During testing, no alarms occurred during the 24 hour duration test. Unrelated to the complaint, the audio bolus button cover was observed to be missing from the pump. The 10u audio bolus was not able to be performed due to the missing cover. During testing, the pump was found to be delivering accurately with no alarms occurring. Unrelated to the complaint, evaluation revealed a discolored display; the screen was able to be safely read. The history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.